Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part number: 04.038m395sp, lot number: 58p4798, part manufacture date: 04-june-2020, part expiration date: n/a, nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The devices history record show this lot of tfna fenestrated helical product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot was shipped out for final packaging. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: tfna helical blade perf l95 tan (p/n: 04.038.395s, lot #: 58p4798) was returned and received at us customer quality (cq). Visual inspection of the returned device showed that foreign material was found inside the blade. Additionally, it was also observed some scratches and discoloration on the surface of the device which might be due to the implantation and explanation. No other issues were observed with the returned device. But based on the xrays attached, it was showed that the complaint device had migrated from its initial position. Functional test: the overall functional test was not performed on the complaint device as all the mating device were not returned but with the available tools in the us cq functional test was performed on the complaint device (04.038.395s) and the returned fem nail (04.037.243s). The locking bolt in the nail was rotated in clockwise direction to lock the blade as intended but the blade failed to be secured and was able to move slightly which could have caused the complaint condition can the complaint be replicated with the returned device(s)? Unable to perform. Dimensional inspection: a dimensional inspection was not performed due to relevance to complaint condition. Document/specification review: the following documents were reviewed: ti tfna fenestrated helical blade (manufactured and current) complaint confirmed? Yes. Investigation conclusion the complaint condition was confirmed for the returned device tfna helical blade perf l95 tan (p/n: 04.038.395s, lot #: 58p4798). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d6a, d6b. H3, h6: customer quality investigation: the implant(s) was not returned, and the investigation will be completed based on the supplied image(s).the image(s) was reviewed, and the complaint condition(s) of migration into the pelvis was confirmed as the image(s) provided showed the spiral plate migrated from the nail inside the patient. As the implant(s) was not returned and as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint as the circumstances during the time of the event are unknown. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d4: part/lot for unknown tfna helical blade reported as 04.083.395/58p4798, but numbers do not appear to be valid. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for a tfna fenestrated helical blade 95mm.

Manufacturer narrative:
This report is for an unk - nail head elements: tfna helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Health effect ¿ clinical code e2402 used to capture - injury. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, tfna blade slipped through the nail. According to the surgeon the blade was not locked. This report is for one (1) unk - nail head elements: tfna helical blade. This is report 2 of 2 for complaint (B)(4).